Manufacturer narrative:
Added patient code 4624 (surgical intervention, surgical removal of device). An event of thrombus, leaflet incomplete coaptation, mitral valve stenosis, and hospitalization was reported. Possible causes of stenosis include calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing valve diameter. The device was returned to abbott for investigation and the cusps were noted to have limited mobility when manually manipulated and the sewing cuff was observed to be torn. There was fibrous pannus ingrowth on the inflow surface extending 1 to 2 mm onto the base of cusp 3. Thrombus was observed in all of the outflow cusps. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and device analysis, it appears the observed pannus ingrowth and thrombus formation on the cusps could have contributed to the stenosis. The cause of the thrombus could not be conclusively determined. However, the valve had pannus ingrowth on the inflow surface extending 1 to 2 mm onto the base of cusp 3, potentially interfering with blood flow and reducing the cusp opening area. If the cusp does not fully open, there is potential for stasis to occur on the outflow surface of the cusp and ultimately result in a thrombus formation. The reported hospitalization and surgical intervention were result of case-specific circumstances as the patient was admitted, the valve was explanted, and another valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2023, a 29mm epic plus mitral valve was implanted in the patient. Three months ago, a valve failure was diagnosed, patient had severe dysfunction, severe stenosis. On (B)(6) 2024, transesophageal echocardiogram showed patient had a thrombus in the mitral valve and the valve leaflets were dysfunctional. An explanation procedure will be performed on (B)(6) 2024 and the valve was replaced with a 29mm non-abbott valve. The pateit was reported stable and recovering from the surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.